Event description:
The customer reported via phone call that she had a delivery anomaly on the insulin pump. Customer stated that the humidity was causing issues with her phone and other devices other than her pump. Customer was having low blood glucose. Customer's blood glucose was 29 mg/dl at the time of the incident. Customer took a full 8 oz of mountain dew and ate a bowl of ramen. Customer thinks she had a delivery anomaly due to her low blood glucose. Customer's blood glucose was not below 70 mg/dl at the time of the call. Customer ate dinner to help herself out. The pump passed the displacement test and the programming was found to be accurate. Customer did not go to the hospital for her low blood glucose. Customer stated that she stayed at home and her boyfriend took care of her until her blood glucose went up. Customer was advised to monitor the pump and her blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.